Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) and it was found that the patient had a suspected retrograde conduction with intermittent undersensed beats on the right atrial (ra) lead. Then two days later went back to the ER due to receiving a shock. It was found that there was p-wave undersensing on the ra lead and that there was possibly an inappropriate shock due to svt (supra ventricular tachycardia) versus vt (ventricular tachycardia) arrhythmia. The ra lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.